Event description:
During percutaneous coronary intervention, pt went into vfib. The defibrillator charged, but would not shock. Attempted multiple times. Paddles were properly connected and settings were correct. Upon starting CPR, pt immediately resumed normal sinus rhythm. No harm to pt, but there was a potential for harm defibrillator sent to biomed.